Event description:
It was reported that during an unknown procedure, after testing mode, the surgeon could use the device without problems. However, the blade was broken when the scrub nurse cleaned the blade with wet gauze. Therefore, they could not use the device and they opened the new one to finish the procedure. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.